Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would turn on, however it would get stuck on a ¿beige screen¿ during the loading step with an error message. The programmer was replaced the very next day. Therefore, the programmer was being returned for repair. There was no patient involvement indicated.